Event description:
A healthcare professional reported that the system showed an occlusion while performing a cataract procedure. The customer changed the fms (fluidic management system) and the problem was resolved. Additional information was requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).